Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. The ventilator failed 40 minute battery duration test from lap top ventilator service manual. The service technician replaced the internal battery and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 "dies", goes ventilator inoperable (inop) and will not turn back on. At this time, it is unknown if there was any patient involvement associated with the reported issue.